Manufacturer narrative:
The reported field event of charge timeout was confirmed in the laboratory via review of the programmer printouts. The hv capacitors were removed and lab capacitors were attached. The device was tested on the bench and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The cause of the long charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented to clinic with an alert for "charge time limit reached." The device was successfully explanted and replaced. The patient was doing well and will be monitored with routine follow-up.